Manufacturer narrative:
An ultraflex¿ tracheobronchial stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed. Additionally, the shaft was kinked. Functional analysis found the device shaft bowed during a failed deployment attempt. It was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint; the stent was received partially deployed. The damage to the shaft discovered during the analysis is consistent with the application of excessive force. Therefore, the cause of the observed failures was most probably due to anatomical or procedural factors encountered during the procedure. Consequently, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex tracheobronchial distal release stent was to be used to treat a 2cm malignant tumor in the bronchi during an airway stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and the stricture was not dilated prior to the procedure. During the procedure, the catheter kinked while deploying the ultraflex tracheobronchial stent. The tip of the catheter bowed and the stent was removed from the patient partially deployed on the delivery system. The procedure was not completed due to this event and reportedly, the physician does not plan to implant a new stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Reported event of stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an ultraflex tracheobronchial distal release stent was to be used to treat a 2cm malignant tumor in the bronchi during an airway stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous and the stricture was not dilated prior to the procedure. During the procedure, the catheter kinked while deploying the ultraflex¿ tracheobronchial stent. The tip of the catheter bowed and the stent was removed from the patient partially deployed on the delivery system. The procedure was not completed due to this event and reportedly, the physician does not plan to implant a new stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.